Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the capacitor on the board was noted to be burnt. It was reported that the device did not detect that the battery was in, it powers up with ac but won't run on dc, and won't hold a charge. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No additional info was provided.